Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during a lead revision, the right ventricular (rv) lead exhibited intermittent high impedances through the device. No further information was available regarding the event. No patient complications have been reported as a result of this event.